Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported after insertion of a tampon she noticed the string was still in the applicator and not attached to the pledget. She wore the tampon without the string overnight for approximately 8 to 10 hours. The next morning she and her boyfriend manually removed the pledget from her vaginal cavity. After 30 minutes they were able to remove the pledget but scratched her vaginal cavity during manual removal. Her discomfort from the scratch resolved and she did not seek medical attention. She did not experience any adverse health effects.